Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 6935m implantable defib lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that after the implant procedure, it was discovered that the atrial lead had dislodged. The pocket was re-opened and the lead was repositioned. The atrial lead remains in use. No patient complications have been reported as a result of this event.